Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer lost her meter and we are going to replace. Customer didn't have problem with the meter before. Most likely underlying root cause of malfunction not applicable . Customer didn't had any problem with the product notification letter sent to customer to contact customer care.

Event description:
Customer called stating that she had lost her meter and she needed a replacement. Customer stated that her insurance would not cover a new meter. Customer stated she tests five times a day. At the time of the call on (B)(6) 2017, the customer stated she was feeling thirsty all the time. Customer denied need for medical attention. Pharmacy was contacted; pharmacy will provide new meter to customer and will replace to pharmacy. The customer's expected blood glucose test result range was undisclosed. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is was undisclosed.